Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was unknown. Customer stated that insulin pump was not delivering insulin. Customer declined troubleshooting. The insulin pump will not be returned for analysis.